Event description:
A peritoneal dialysis patient reported being in the hospital with peritonitis. A follow up call was made to the patient's peritoneal dialysis nurse. Per the nurse the patient has had no recent diagnosis with pseudomonas peritonitis on (B)(6) 2014. The patient's catheter was removed and the patient did hemo dialysis until the peritonitis resolved. Pseudomonas is a common skin infection that occurs during touch contamination peritonitis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.